Manufacturer narrative:
All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the flatscreen monitor (pn 07d0315-98) cable in use with architect i2000sr analyzer. There were no injuries. The monitor ceased to function. There was no known impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer (fse) investigated the issue onsite after the flatscreen monitor (list number 07d0315-98) lost power and discovered a burnt cable while troubleshooting. The damaged cable was a non-abbott extension cord used by the customer for their lis. A repair of the analyzer was not required and the flatscreen monitor was not replaced. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.